Event description:
Customer reported an altitude alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software and provided detailed instructions for returning the problematic pump. The customer acknowledged they would use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery.